Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented to the hospital with dizziness. Device interrogation and x-ray was performed and revealed the right ventricular (rv) lead was dislodged. The physician elected to explant and replace the rv lead.